Manufacturer narrative:
The customer complaint of a leak at the connection could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "t-connector (IV extension tubing) leaking at connection between peripheral IV (piv) catheter and t-connector. Second t-connector used with same result. Note - carefusion rep notified and given lot#s by nicu staff but lot#s not saved and item not saved". The customer reported unspecified IV fluids were being initiated when the leak occurred and there was no patient harm.

Manufacturer narrative:
Correction to initial reporter address.